Event description:
Information was received that the enclosure of the device appeared to have been damaged. According to the provider, the patient was using the device at the time of the reported incident. The patient did not report any harm. Attempts to have the device returned for evaluation have been unsuccessful. The alleged failure has not been confirmed.

Manufacturer narrative:
Na